Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the introducer was placed due to severe friction at the radial level. Upon removal, significant tension, elongation, perforation and fracture of the valve, with bleeding, was present. It was removed with wire without any further problems. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The root cause of this defect can be attributed to handling of the device. Since the sheath appeared to have been stretched out of the hub, it appears that excessive force may have been applied on the device. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.